Event description:
This lead was implanted on (B)(6) 1998 and was capped on (B)(6) 2011. Short circuit warning. Technical services recommended device and lead be replaced. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).